Event description:
An esophagogastroduodenoscopy (egd) intervention was needed and clips were utilized. Physician stated clips were not deploying appropriately. Total of five clips were wasted, two from an unknown lot # and three with lot #29176326.